Manufacturer narrative:
Awaiting the return of the device.

Event description:
Video intubation system would not power on while intubating a patient. Pt o2 sats dropped to 30% before the machine was finally able to be powered on. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.